Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient with a bmi in the 40s underwent an atrial fibrillation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The pericardial tamponade was discovered at the end of the case and was seen on echocardiogram (echo). It was confirmed by intracardiac echocardiography (ice). A pericardiocentesis was performed, and 400 ml of fluid was removed. The patient was reported to be in stable condition, fully recovered with no residual effects. The physician¿s opinion regarding the cause of this adverse event was that this may be procedure related. For the transseptal puncture, versacross/baylis and agilis devices were used after going transseptal. An irrigated catheter was used on normal settings. The correct catheter settings were selected on the generator, and the pump was switching from ¿low¿ to ¿high¿ flow during ablation as intended. There was no evidence of steam pop. The force visualization features used were dashboard, vector, and visitag . There were no error messages observed on the biosense webster equipment during the case. The parameters for stability on the visitag module were 2.5mm @ 3; 25% at 5grams 3 for tag size. No additional filters were used. Tag index was used for color option.